Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The versacross wire was advanced into the inferior vena cava (ivc) without issue. The connect system was advanced over the wire. The physician stated that the system was not going smooth. The physician attempted to retract the wire, but was unable to remove it, it was stuck. Physician had to remove the wire and sheath together. Once the system was outside of the body the tech was able to remove the wire from the sheath. The device was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. The wire was approximately mid shaft of the sheath. The wire became stuck during insertion. The patient did not have any leads or mechanical hardware present. The wire was not inserted into a metal introducer needle.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the device failed visual inspection, due to a kink noted at proximal end of pigtail curve in the rf wire. Next, the device passed functional test, as no issues were noted on tracking returned wire through dilator. The reported allegation is not confirmed based on the returned product. The wire stuck issue could not be replicated with the returned device. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The versacross wire was advanced into the inferior vena cava (ivc) without issue. The connect system was advanced over the wire. The physician stated that the system was not going smooth. The physician attempted to retract the wire, but was unable to remove it, it was stuck. Physician had to remove the wire and sheath together. Once the system was outside of the body the tech was able to remove the wire from the sheath. The device was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. The wire was approximately mid shaft of the sheath. The wire became stuck during insertion. The patient did not have any leads or mechanical hardware present. The wire was not inserted into a metal introducer needle.